Event description:
Spoke with patient for remodulin, dose 74.6 ng/kg/min, 0.026 ml/hr pump rate. Using 2.4 ml remodulin 10 mg/ml every 72 hours. Pumps due: 04/2022. Patient reports no problems with pumps. We are replacing battery cap due to patient advising it is getting harder to screw on and off. Advised patient if this doesn't improve with new cap, to call back before (B)(6) 2022, so we can replace the entire pump. No side effects reported. Reported to (B)(6) by pt/caregiver.